Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient had a hypoglycemic event. The patient stated they could not walk or stand and "bust face". An ambulance was called and when they arrived at 12:45pm, paramedics checked the bg and it was 52 mg/dl compared to the cgm that was displaying 74 mg/dl. The patient was treated with d50 and was transported to the hospital at 12:53pm. At the hospital, they treated the patient more d50 and continued with a saline drip. They checked the patient's bg and it was 24 mg/dl compared to the cgm of 68 mg/dl. A nurse removed the patient's sensor. It was reported that no further treatment was provided to the patient. They were hospitalized for 2 days and released on (B)(6) 2023 at 3:00pm. At the time of discharge, the patient had inserted a new sensor and their bg was 124 mg/dl while the cgm was 136 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.